Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Unit received with minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, faded serial number label and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call, the insulin pump had alarmed power error. Customer's father does not recall the customer's blood glucose at the time of the alarm occurred. The alarm has occurred several times during the last few days. Troubleshooting was performed and the device was able to rewind. Customer was advised to monitor the device and call back if issues continue. Customer called back and stated the device had alarmed power error. Customer has stopped use of the device. The insulin pump is returning for analysis.